Event description:
The complaint is reported as: "during injecting the normal saline, the connection between extension line and luer-lock connection has leaking issue. (Which already put inside patient for 13 days)." The condition of the patient is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the extension lines. The catheter body was intentionally severed. Visual examination revealed that the distal extension line contained a hole directly adjacent to the luer hub. Microscopic examination revealed that a portion of the extension line is still molded within the hub. Microscopic examination also revealed that the hole was located right at the seam line of the molded hub. No other defects or anomalies were observed. The catheter body length measured 264mm, which indicates that at least 46mm-66mm had been severed and was not returned by the customer (per the catheter graphic). The distal extension line outer diameter measured 2.19mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.45mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. All three lumens were initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped, and each lumen was pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, a small leak was detected near the luer hub of the extension line. No leaks were detected in the other lines. A manual tug test confirmed all three luers were fully secured to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a small hole adjacent to the luer. A device history record review was performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "during injecting the normal saline, the connection between extension line and luer-lock connection has leaking issue. (Which already put inside patient for 13 days)". The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during injecting the normal saline, the connection between extension line and luer-lock connection has leaking issue. (Which already put inside patient for 13 days)". The condition of the patient is reported as "fine".